Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary lobectomy, the device was used to create the aerostasis and hemostasis of bronchial vessels to remove the pulmonary lobe. Post operatively, the patient showed signs of bleeding and needed to be re-operated. This was the time when the surgeon noticed a bronchial artery bleeding and a bronchial tear at the staples level. They also saw some air bubbles at the same place. They had to close the bronchus with suture with difficulty and bleeding was more than 500 cc. Nothing fell in the patient's cavity.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The instrument was heat damaged. The damage prevented a functional evaluation of the instrument. Since the clinical instrument was heat damaged, a pmv representative instrument was used for functional testing. The loading unit was reloaded with staples, reloaded into the representative instrument and applied to test media. The staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed heat damage may occur if the instrument is subjected to excessive heat during a sterilization process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.